Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The reported issue was reviewed by medtronic personnel. The review determined that the root cause of the failure occurs when the spine clamp¿s drive mechanism is opened to the design travel limits, and then the clamp screw is further torqued in an attempt to open beyond the travel limits and a torque of greater than or equal to 2.72nm is applied. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp was unable to open after being attached to the patient's spinous process. The representative reported that a portion of the t1 spinous process had to be removed. The representative reported that the clamp appeared sheared off where it open and closes. There was a reported delay to the procedure of less than 1 hour due to this issue.